Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the patient had a posterior communicating segment aneurysm. Blood flow guiding dense mesh stent was planned. After the preparations were in place, the catheter marksman was used and the dense mesh stent ped-375-20 was selected and implanted. When the stent was pushed out, it was found that the distal tip could not be opened. After many attempts failed, the catheter and stent were withdrawn, and the stent ped-370-25 was selected. After the stent was in place, it was opened and deployed smoothly, and the surgery went smoothly and was completed. The pipeline was not positioned in a bend when it failed to open. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than two times. The pipeline was resheathed and removed from the patient with the microcatheter. Additionally, when it was time to use the marksman catheter to deploy the stent, after opening, it was found that the distal tip of marksman was kinked. Then the catheter was replaced to deliver the stent. After the stent was in place, it was opened and deployed smoothly, and the surgery went smoothly and was completed. No patient symptoms or further complications were reported as a result of this event. The pipeline was used for an approved indication. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The patient was undergoing dense mesh stent implantation surgery for treatment of an amorphous, unruptured right posterior communicating segment aneurysm with a max diameter of 5.8mm and a 6.2mm neck diameter. The landing zone was 3.1mm distally and 3.88 proximally. It was noted the patient's vessel tortuosity was moderate. Angiographic result post procedure showed significant retention of contrast agent in the aneurysm. The access vessel was the femoral artery with a diameter of 4.2mm.

Event description:
Additional information was received stating that the catheter kink occurred immediately out of box. The device was not prepped or flushed prior to noticing the kink.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: ¿ as found condition: the pipeline flex was returned inside of a biohazard bag and a shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal ends of the braid were found fully opened and no damage. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the device analysis and reported information, the customer report of ¿failure/incomplete open distal¿ was not confirmed as the distal and proximal ends of the braid were found fully opened and no damage. However, the cause of the ¿failure/incomplete open¿ could not be determined. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity or user deploying braid in vessel bend. The customer reported that vessel tortuosity was moderate. In addition, the pipeline flex was not deployed in the vessel bend., ruling out vessel tortuosity and deploying in the vessel bend as the potential causes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.